Manufacturer narrative:
The facilities maintenance found the head down valve was defective. Maintenance replaced the head down valve to repair the bed.

Event description:
The facility indicated that the head section is drifting.